Event description:
Patient had lap chole for gangrenous cholecystitis. The gallbladder was friable and immediately perforated with grasping. The neck of the gallbladder was grasped and retracted anteriorly. Blunt dissection was used to find the cystic duct. It was very thick. The surgeon was able to take down all the surrounding tissue. Due to the thickness of the duct, an ethicon 45mm vascular load stapler was used. It was clamped down and fired. It did feel like it fired very roughly and when removed there were no staples left on the cystic duct stump, but the stump was transected. At the end of the procedure, the cystic duct stump was coated with evicel and a drain was placed. Several days later, patient had bilious drainage and required endoscopic retrograde cholangiopancreatography with sphincterotomy with biliary stent placement.